Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported exit/cancel button not working, which was confirmed during evaluation. The cause was determined to be the keypad flex connector was damaged. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump exit/ cancel button on the keypad was not working. There was no known patient injury, or medical intervention associated with this event. No additional information is available.